Event description:
Information received indicates the bed will not go into trendelenburg due to missing trend linkage and trend knob.

Manufacturer narrative:
The technician installed the trend linkage and trend knob to repair the bed.